Event description:
Placement of graft into patient proceeded without any complications. The contralateral iliac leg appeared to land short of the desired landing site. Although the iliac leg graft landed only a few millimeters of the landing site, it appeared that as the "z"s continued to expand into the aneurysmal iliacs, they pulled back a bit and as a result a distal type I endoleak was visible. An iliac leg extension was placed, resolving the endoleak. No patient problems.